Manufacturer narrative:
One device has returned for evaluation. The investigation has not yet begun. A follow up report will be submitted when the evaluation has been completed.

Event description:
The physician reported that during a trans arterial embolization procedure, the wire got stuck in the catheter and could not be moved in either direction. The physician withdrew the wire and catheter together. After removing the devices from the patient, the physician was able to free the wire from the catheter, revealing a small section in the middle of the wire to be missing a piece of the jacket.

Manufacturer narrative:
One suspect device was returned for evaluation. The complaint is confirmed. The root cause is attributed to the force used to remove the wire from the catheter. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found.